Manufacturer narrative:
(B)(4. (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter detached itself from a non-baxter catheter. This event occurred after connection to a patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.